Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient's vns therapy system is "not working properly". Follow-up with the neurologist revealed a system diagnostic test yielded high lead impedance, indicating a possible lead malfunction. The neurologist and radiologist reviewed x-rays and did not note any lead issues. A revision surgery is planned to replace the entire vns therapy system.